Manufacturer narrative:
Concomitant medical products- model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed occasional intermittent rv oversensing and undersensing and an alert had triggered relative to a rv lead noise warning. Follow up revealed that the physician had chosen to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) system and the rv lead remains in use. No patient complications have been reported as a result of this event.